Event description:
It was reported the patient experienced pain at the IPG site and ineffective stimulation. Multi programming sessions was unable to provide effective stimulation. Surgical intervention took place wherein the patient¿s system was explanted to address the issues.

Manufacturer narrative:
E1 - Reporter Phone Number: (b)(6). Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.